Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected that a non-emergency treatment was completed as planned by slow geometry movement. During the investigation, the fse determined that the intermittent frontal geometry movement problem was caused by a faulty joystick. Further analysis, fse revealed that the joystick within the geometry module had become tight due to contrast accumulation in the knob. To resolve the issue, fse cleaned the geo module joystick. Following these actions, the system was restored to normal operation and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable the codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.